Event description:
The reporter stated that her husband, a 66 year old pt diagnosed as a type ii diabetic 37 yrs ago, was hospitalized and treated with insulin and IV medication for high blood sugar (800 by hosp labs). The pt's device read 154(time and treatment between the two readings was not reported). The pt had not taken his medication because of the co device result.